Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: blank previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: blank getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the dust cover was missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury. Missing parts kit spring arm cover 9-15 kg x'ten (ard367825555) and spring arm ac2000 df dust cover (hm56053311) were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to dust cover missing, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing cover on powerled and hled surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is moderate for missing covers. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Manufacturer recommends to order new covers and metal strips and to follow the described procedure of mounting them (maintenance manual 01582en08, pages 36-38). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.e1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the dust cover was missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury.